Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the infusion set needle broke off in the customer's body. The customer had changed his site due to hyperglycemia of 18.8 mmol/l, and he woke up 2 hours later and realized his site was sore and irritated. He removed the headset and discovered the needle was still in his body. He was able to remove the needle himself and did not require medical intervention. The alleged product was requested for evaluation.